Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that from (B)(6) 2016, the patient was hospitalized due to a hernia of the lumbar intervertebral disk and constipation. Both symptoms were treated and the patient was discharged. On (B)(6) 2016, the patient presented to the hospital for a routine visit and suddenly collapsed. A hemorrhagic stroke was discovered. On (B)(6) 2016, a craniotomy was performed. The patient expired on (B)(6) 2016. No additional information was available.

Manufacturer narrative:
No device-related issues were identified during the analysis of the returned pump and a correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of returned pump revealed no evidence of adhered or well-developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.